Manufacturer narrative:
Implanting surgeon indicated that the fall was likely the cause for the need to intervene further as symptoms worsened thereafter; however, the lack of x-ray info immediate post-op of the primary surgery cannot verify the pt's condition prior to the sustained trauma. Device not returned for eval. Clinical reports reviewed with implanting surgeon to support investigation.

Event description:
During a retrospective clinical x-ray review by the lanx clinical research department on (B)(6)2010, revision surgery was noted. The pt experienced a fall shortly after initial surgery with progressing back and leg pain post-operative and underwent revision surgery on (B)(6)2009 to remove the device due to a spinous process fracture. The pt underwent spinal fusion and decompression on (B)(6)2008 for a pre-operative diagnosis of degenerative disk disease.